Event description:
It was reported that the pt fell about a yr ago. Following the fall the pt began to experience focal issues and severe headaches when trying to read. The hcp made some programming changes and the symptoms went away immediately; however, after the new settings had been in use for about an hr, the symptoms returned. A CT scan indicated nothing was wrong with the leads. The current impedance measurements were normal. No pt outcome was available at the time of the report. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.